Event description:
It was reported by the surgeon that a patient required a revision procedure due to a broken tibial component. The patient had undergone the initial procedure approximately 6-8 years ago. Since this procedure, the patient has also undergone a revision due to an infection where the tibial component was not removed.

Manufacturer narrative:
The implant has not been returned for evaluation, therefore, a visual inspection has not been possible. A review of the manufacturing history confirms that the device was manufactured to specification. A discussion with the surgeon indicated that during the previous revision procedure the tibial component was going to be removed, however as it was well fixed it could not be removed. It is possible that this process may have damaged the component causing it to weaken. At this point this cannot be confirmed. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Manufacturer narrative:
The device was manufactured to specification. The event was a discussion point in a presentation. No device was returned for evaluation therefore no definitive root cause could be determined. This complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that a patient required a revision procedure due to a broken tibial component. The patient had undergone the initial procedure approximately 6-8 years ago. Since this procedure the patient has also undergone a revision due to an infection where the tibial component was not removed. This is a supplemental report to 3004105610-2014-00200 ((B)(4)).